Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission on (B)(6) 2018. Upon review, the right ventricular lead exhibited high capture thresholds that begun sometime in (B)(6) 2017. The lead also exhibited high, out-of-range pacing impedance. No other electrical anomalies were noted. The lead was capped and replaced on (B)(6) 2018. The procedure was completed without adverse consequence to the patient and the patient would continue with regular follow-up.